Manufacturer narrative:
Device was not returned. Issue occurred during preventive maintenance after not using the device for 2 years. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator is new and was not used for about two years. During the preventative maintenance the ventilator displayed an oxygen supply failure visual alarm

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective control board. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator is new and was not used for about two years. During the preventative maintenance the ventilator displayed an oxygen supply failure visual alarm.